Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 180 mg/dl - "high". Reportedly the customer was using cold insulin. A correction bolus was delivered and site changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.